Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of 44 mg/dl and current blood glucose was 100 mg/dl. Customer treated low blood glucose with food and glucose tablets. The drive support cap appears normal. Based on customer report customer does not allege pump was over delivering. The customer advised to monitor the insulin pump and blood glucose. The device will not be returned for analysis.